Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer experienced high blood glucose levels. Customer's blood glucose level was 14.5 mmol/l or 14.6 mmol/l. The customer noticed an air bubble in the reservoir. The customer was filling the reservoir with cold insulin. The device was not returned.